Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia reported crack on battery tube side and battery tube threads. The customer blood glucose value was unknown and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-1884, 78893-01, mmt-342g, mmt-443ak. Troubleshooting was not performed for hyperglycemia. Troubleshooting was performed for cosmetic damage and customer stated that, damage affecting/impacting pump functionality. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for 78893-01, mmt-342g, mmt-443ak. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, seating, basic occlusion test, self-test and force sensor test. Unit passed dat test at 0.0877 inches. No delivery anomalies noted during testing. Unit successfully downloaded to thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-may-2026 listed on smartsolve due to insufficient data in the trace/history files. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, cracked case battery tube, and cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed functional testing and no delivery anomalies noted during testing. Confirmed damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.